Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of being hospitalized twice due to insulin pump. Customer reported that when infusion sets were removed, it was found that cannula was bent. Customer reported to have been hospitalized in (B)(6) 2015 and (B)(6) 2016. Both times, customer stated that blood glucose was around 400 mg/dl and had diabetic ketoacidosis. The cause of high blood glucose was bent cannula. Customer was treated and released. Customer was wearing insulin pump at the time of hospitalization.